Event description:
On (B)(6), an amazon customer commented that the product was false negative. The customer said that the swab was thin and bendy and tickled the nose unbearably, and he/she had never tested positive, so he/she questioned the accuracy of the test. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.